Event description:
Philips received a complaint on the v60 ventilator indicating that the v60 roll-stand base assembly was damaged. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer requested the part information for a replacement v60 stand base assembly from the remote service engineer (rse), which was provided. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 06feb2026, 13feb2026, and 20feb2026 to obtain confirmation of the device use at the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.